Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal density tissue, on the second sample attempt, the top and bottom slides of a biopsy instrument were allegedly unable to be primed. Reportedly, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional evaluation. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was observed that the right bumper was broken and the left bumper was bent. Based on the findings, the investigation is confirmed for self-activation and the reported failure to prime. The identified bumper issues likely contributed to the observed incomplete cannula tang engagement as well as the identified self-activation and reported failure to prime. However, the definitive root cause could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal density tissue, on the second sample attempt, the top and bottom slides of a biopsy instrument were allegedly unable to be primed. Reportedly, another device was used to complete the procedure. There was no reported patient injury.